Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The patient reported the jaw clicks on the right side when opening the mouth wide as well as some sensitivity. The dentist recommends ceasing treatment since the patient has a horizontally impacted mandibular third molar and a mesially impacted maxillary third molar. The patient exhibits severe crowding and has not had any improvement since starting byte aligner treatment. Patient initials: (B)(6), dob: (B)(6) 1992.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.